Event description:
Healthcare professional (hcp) reports a fiber leak on reuse number 18. Noted by a visible blood leak in the dialysate compartment. No pt injury or medical intervention reported. No further info is available.